Manufacturer narrative:
Corroded driveshaft and worn rotor bearing were identified as the probable cause of the failure.

Event description:
The core impaction drill was sent in for eval due to overheating during inspection. There was no pt involvement; no adverse event was associated with the device.